Event description:
Customer reports to have physical damage of insulin pump. Customer reports to have cracks at reservoir compartment causing reservoir to not stay in place. Customer does not know how damage occurred. Customer's blood glucose was 124 mg/dl and above 400 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with broken reservoir tube lip, missing reservoir tube lip o-ring, cracked case at display window corners, battery tube threads and minor scratches on display window. Insulin pump received without original clip.